Event description:
Per the clinic, the patient underwent skin flap reduction surgery on (B)(6) 2014, due to connection and retention issues with the external coil.

Manufacturer narrative:
(B)(4). Device still in use.